Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
The patient was admitted during clinic visit for suspected pump thrombus. The pump was exchanged on (B)(6) 2016.

Manufacturer narrative:
After review of additional information received describe event or problem, model #/lot #, implant date, explant date, device available for evaluation?, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR? And evaluation codes have been updated accordingly. Additional information received indicates that further details about the admission state the patient began having higher than normal powers and on (B)(6) 2016, he was admitted for high ldh levels. The levels initially dropped with intervention, but increased again. The patient was moved to the ccu and had tea-colored urine. On (B)(6) 2016, the patient's ldh climbed to low 1000s up from the high 500s the patient had on (B)(6) 2016. On (B)(6) 2016, the patient was assessed for gi bleeding as a preventative measure prior to starting tpa. At that time, the ldh was over 2500. The patient's hematocrit was stable. A decision was made to perform the pump exchange on (B)(6) 2016. The hvad pump ((B)(4)) was returned to manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed an increase in power consumption starting on august 12, 2016 leading to parameters outside the normal operating range. Analysis of the device revealed that the pump passed functional testing and dimensional verification, but visual examination revealed scoring marks observed on the housing ceramic surfaces and matching surfaces of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that external factor such as thrombus may have forced the impeller against the housing with sufficient strength to overcome the preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump; this likely resulted in an increase in power consumption as seen in the log files. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. From all indications the device operated within specifications and as intended with no indication of any performance issues contributing to the event. Corrected data: product problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.